Event description:
The pt initially reported that there was a mass at catheter site with return of symptoms. The hcp confirmed that the pt was experiencing an increase in pain. A CT scan revealed a fractured lumbar catheter. The pt was prescribed oral pain medications which were not as effective as the therapy received via the pump and she was bedridden, for the most part, due to the pain. A catheter revision and repositioning was performed in 2002. There was no indication of mass. The pt was reported to be doing well following revision.